Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. The noise was oversensed, but did not result in any pacing inhibition. The ra lead was surgically abandoned and replaced. The lead was suspected to be damaged due to the patient's active lifestyle. No additional adverse patient effects were reported.